Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The reported glucose values fall within the d zone of the parkes error grid when emergency medical service assisted the patient. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4). B5: describe event or problem - correction.

Event description:
Cgm accuracy there was not a complete set of reported glucose values available to search within the parkes error grid calculator.